Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high capture thresholds, noisy signals and oversensing; without pacing inhibition. No additional adverse patient effects were reported.